Event description:
During a regular pacemaker f/u, on (B)(6) 2013, the physician observed an unusual battery curve: battery impedance was decreasing, whereas it is supposed to increase over time. It should be noted the same event was already reported in 2011 (MDR #9610579-2011-00126). Investigation concluded: event most probably resulted from a bit flip in data used to store battery impedance curve. Normal battery impedance curve could be restored by forcing the device to switch to standby mode before performing a re-initialization. No info was available explaining why this operation was not performed.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.